Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.